Event description:
Hpc collection pheresis procedure was completed. When attempting to remove the apheresis needle's tubing from the extension set, the screw mechanism came loose from it's original location and was not functional. After numerous attempts, able to remove the needle's tubing from the extension set with use of a tourniquet for extra traction.